Event description:
Ae occurred during extraction of one sjm 1581, riata, from the rv. This was an lm procedure, performed when an advisory lead and generator required change. The lead (sjm 1581 rv) was prepped with an lld-ez. The physician began lasing with a 12f glidelight catheter, then upsized to a 14f glidelight catheter. After lasing to the proximal coil at the svc, lasing was discontinued, and traction was used with the lld-ez. The lead became free and was removed. A 0.035 guidewire had been placed, and the new lead was being implanted when the bp dropped. The surgeon was called and a sternotomy was performed. An 2cm svc tear was identified and repaired. The new lead was successfully implanted, and patient stabilized. The patient was responding to commands.